Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) exhibited premature battery depletion. Subsequently, underwent procedure the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.